Manufacturer narrative:
Date sent to FDA: 6/3/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery and repair of an enterocutaneous fistula on (B)(6) 2015 during which the surgeon noted significant bowel to mesh adhesions as well as small bowel fistula with mesh eroding into the bowel. It was reported that the patient experienced infection, enterocutaneous fistula and intractable abdominal pain. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 4/11/2021.